Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that during an internal review of data transmitted from the device, an additional ventricular sense counts in the less than 40 bpm bin on the rate histogram was noted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed ventricular sense counts in the less than 40 bpm bin on the rate histogram. Follow up revealed that the patient has an underlying rhythm and no intervention has been conducted. The device remains in use. No patient complications have been reported as a result of this event.